Manufacturer narrative:
Failure to osseointegrate, while uncommon, is an inherent risk of the procedure known to doctor and patient before the procedure is initiated and is dependent on many factors including the patient's age, sex, health, and social history, the type and size of the defect being grafted, occurrence of site preparation trauma (heat or pressure), primary stability of the implant, and graft placement technique. Though pepgen will remodel to bone at a similar rate as natural bone in a patient, it is impossible to determine the specific resorption rate of any bone grafting material; material placed in an area of low vascularity and little osteogenic potential will take much longer to remodel to bone than if placed in a more active site. Considering this and the availalbe information, this event does not appear to be a result of a malfunction of the device. The lot number was provided for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
It was reported that upon reentering a site into which pepgen p-15 putty bone grafting material had been placed six months earlier, it was noted that neither the material nor bone was present. Though no further information is available after several follow-up attempts, it can be presumed that another surgical procedure would be necessary to achieve the desired results and preclude permanent damage to a body structure that would not be trivial.